Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer got into the pool with her insulin pump. The insulin pump alarmed unexpected restart after inserting a new battery. The buttons on the insulin pump were unresponsive. She could not check the alarm history because the down arrow button was unresponsive. Customer's blood glucose level was not reported. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. The insulin pump was received with moisture damage on the motor, keypad, battery tube and vibrator assembly. The insulin pump was unable to test for unresponsive button due to blank display. The insulin was unable to test unexpected restart due to blank display. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.